Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified and tortuous 100% stenosed right coronary artery (rca). The 4.0 x 23 mm xience skypoint stent delivery system (sds) was advanced; however, resistance was noted and the sds was unable to cross. Resistance was noted during removal, related to the vessel and lesion. There was no adverse patient effect and no clinically significant delay in procedure. The procedure was completed with a non-abbott stent. No additional information was provided.